Event description:
During baxter's product eval, it was discovered that the keypad output on a pump is delayed. It was reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter's eval discovered a delayed keypad output response caused by a failed processor printed circuit board. The device was not within spec in relation to the reported symptom. The processor printed circuit board was replaced.